Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. Additional problem details: the device was able to load properly and there were no issues with the toggling knobs however yes it noticed that more strength was required to try and squeeze the handles for device use. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the suturing devices noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted on each device. A pmv needle was loaded onto the handle. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap nissen procedure, when the user was loading the reload, the device would not open or close correctly so it could not be used. A new device was opened. No averse events have been reported.